Event description:
Boston scientific received information that this pacemaker dependant patient experienced a greater than 4 second pause in pacing which lead to anti-tachycardia pacing (atp). There was also noise present on the on the right ventricular (rv) lead and left ventricular (lv) lead, as well as oversensing on the right atrial (ra) lead. The device, the rv and lv lead were removed and replaced. A non boston scientific lead was used in the lv that would not fit in the chronic to date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.